Event description:
Report from IV rep states that while injecting radioactive dye into the extension set of a pt during a stress test, the dye sprayed back into the nurse's eyes. Nurse was using the bd cannula 303345 with a 3cc syringe in a lead shield. States the pt was on a tread mill during a stress test. There was no serious injury to the nurse and the nurse has fully recovered.